Manufacturer narrative:
The affected devices were returned and evaluated. The research and development team performed a visual and macroscopic examination which cement adhesion was noted on the tibial base, indicating adequate tibial base fixation. Scratches on the superior surface of the tibial base were likely caused by either the motion of the loose insert, or during explantation. Wear on the articulating surface were indicative of normal use. Damage to the posterior lock indicates that it is likely the insert was not fully seated, which may have led to the eventual revision. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.

Event description:
It was reported that a revision was performed.